Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11:livanova deutschland manufactures the heater/cooler system. The incident occurred in france. The device displayed an error message (e06, "pump 1 uses too much power"), as reported by livanova field service engineer. To solve the issue, processor board, distribution board and float assembly were replaced. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about a heater-cooler 3t system flooding, due to poor water level indicator. The field service engineer reported that the device displayed an error message e06. There was no patient involvement.